Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not implanted. The actual device was not returned for evaluation. The evaluation of the actual device could not be conducted due to the device not being returned. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube was already detached. The following information was provided by the user facility: when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The pouch was fully opened on a clear and flat surface all the way from the arrow side to the end. There was no obstacle to open the pouch. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to achieve hemostasis. It was reported that there was no health damage to the patient.